Manufacturer narrative:
(B)(4). No device received for eval.

Event description:
Complaint received from a competitor company, limited details have been received. Three non-medtronic devices were deployed to left anterior descending. Thirteen months later, one endeavor sprint rx drug eluting stent was implanted in the left circumflex and poba was performed on left anterior descending. Pt was asymptomatic at 30 day, 6 and 9 months f/u, had stable angina at 12 month f/u. Approx 2 years 6 weeks post index procedure, pt expired suddenly. It is unk if an autopsy performed.